Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the reservoir compartment. The customer states the o-ring came out, and the customer put it back in. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, a missing o-ring, a cracked reservoir tube window, a cracked case at the reservoir tube window corners and a missing end cap sticker.